Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: what purse string technique was used? What is the healthcare professional¿s experience with device? Was it visually confirmed that the washer was cut after the firing was complete? Were there staples in the area of the hole/leak? If so, were they formed properly? What was the reason for the conversion to open? How long after the perforated diverticulitis episode was the resection done? What is the current patient status? Response: the pursestring was made with the pursestring instrument and a 2-0 nylon. This was a colostomy reversal after a hartmann¿s for perforated diverticulitis; there was no inflammation or infection. I converted to open because the anastomosis leaked. The washer was cut; this confirmed. Donuts were intact. There were staples in the area of leak; correct formation could not be assessed because I don't have x-ray vision. He¿s doing fine otherwise. I have quite a bit of experience with this stapler.

Manufacturer narrative:
Product complaint #: (B)(4). Batch # unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What purse string technique was used? What is the healthcare professional¿s experience with device? Was it visually confirmed that the washer was cut after the firing was complete? Were there staples in the area of the hole/leak? If so, were they formed properly? What was the reason for the conversion to open? How long after the perforated diverticulitis episode was the resection done? What is the current patient status?

Event description:
It was reported that during a lap colon resection, with a cdh29a, after firing the stapler, when the surgeon went to perform the leak test there was a leak on the anterior portion of the anastamosis at that point the surgeon had to convert to open to repair the "anastaomic" leak. The surgeon reported that this added approximately one hour to the procedure time. Patients' diagnosis for surgery was perforated diverticulitis. And the patient was a male. And the surgeon reported there might be a increase chance of herniation because of converting to open. The surgeon also noted that the orange indicator was within the green firing range and that he heard and felt the crunching of the washer being cut. The surgeon reported that the instrument was saved, but the instrument can not be found at this time. Case completed by switching to open. The patient has been reported as being fine but still being in the hospital. No device will be returned.